Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2013-02422.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-02422 and 1225714-2013-02423.

Event description:
Additional information received noted that the patient experienced a sudden cardiac event, and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.